Event description:
It was reported that there was an impedance issue. Impedance testing, x-rays and reprogramming were performed. The implantable neurostimulator (ins) was explanted and replaced. The device kept getting open impedances. The lead was tested and found to be fine so it was left in place and connected to the new battery without issue and impedances were now within range. Normal battery depletion was noted as "no". There were no patient symptoms or complications associated with this event the patient status at the time of reporting was noted as alive - no injury. The patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kllu, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy254106h) showed no anomaly found.